Event description:
The hospital reported that after an endo vascular harvesting procedure, the patient developed an infection in the lower leg which led to the leg being amputated. The hospital did not provide any information on the cause, type, onset or the treatment for the infection. It was reported that dermabond was used for the incision site after the procedure was completed. No other patient complications were reported by the hospital. The hospital did not report any device malfunction.